Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- (B)(4) 2012. Meter- (B)(4) 2012.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
The lay user / patient contacted lifescan ((B)(6)) on (B)(6), 2012 alleging inaccurate high readings on his one touch verio pro meter. The patient claims he does not trust his verio pro meter and using his one touch ultra 2 meter. One (B)(6), 2012 at 9:43 am, the patient compared both readings and he noticed the verio pro meter is giving him allegedly higher readings than his ultra 2 meter. The patient obtained a 243 mg/dl on his one touch verio pro meter and a 161 mg/dl on his one touch ultra 2 meter. Readings were done less than 30 minutes from one another. Difference between the readings was greater 30 mg/dl (1.7 mmol/l) or 30%. The technique of applying blood on the test strip was correct. Shortly later, he later developed symptoms of feeling weak, tickling in the tongue, bad vision and ended up fainting. At 10:04am, he ate some food and did not seek any further medical attention. The patient did not test on another device. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The products were replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he later developed symptoms and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.